Manufacturer narrative:
The insulin pump had corroded keypad traces. All buttons functioned properly. No button alarmed during testing. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother of a customer reported via phone call that her son's insulin pump alarmed button error. Customer does not recall any significant events leading to the error, except that customer was working out at the time. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.